Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected and during the procedure it broke inside the patient. No patient complications were reported.